Event description:
My daughter, a (B)(6), has a medtronic interstim, implanted in (B)(6) 2014. This device is used to allow her to have the ability to void (secondary to a neurogenic bladder). She noticed in (B)(6) 2014, that the device felt warm to her and also to touch. The device also is intermittently turning itself off. This was confirmed by interrogation of her device by a medtronic rep. When the device turns off she is unaware that it has turned off until her back begins to hurt. Upon using her remote device she finds that the device has turned off. We have been unable to correlate the device turning itself off with any electrical or other changes. She has frequent urinary tract infections, especially when her device turns itself off. She has also been hospitalized for pyelonephritis, secondary or inability to void. Most recently her device turned off on (B)(6) 2014.